Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of personal hygiene poor and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced personal hygiene poor. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient started treatment with continuing daily ip injections of reflin, 1gm, fortum, 1gm and heparin, 1000 iu. At the time of this report, the peritonitis was resolving and the outcome of personal hygiene poor was not reported. The root cause of the peritonitis was personal hygiene poor. Dianeal was ongoing. The reporter believed the event of peritonitis was unrelated to dianeal therapy, however, did not provide an opinion of causality for personal hygiene poor.